Event description:
It was reported a repeated downstream occlusion alarms and visually damaged dso (downstream occlusion sensor) seals. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customers stated problem was confirmed. Visual inspection of the pump found air bubbled on dso (downstream occlusion sensor) seal degraded. The downstream occlusion sensor was replaced. The root cause was undetermined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.